Manufacturer narrative:
The device was received for evaluation. The reported condition of an under infusion was not replicated during functional testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed, and there were no issue noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion in the perioperative department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.